Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent a cemented right total knee arthroplasty to address the preoperative diagnosis of degenerative arthritis. Depuy components and depuy cement x2 were used. The legal record provided a date of revision, but no medical records were provided at the time of this review. Patient revised for unknown reasons. Doi: (B)(6) 2014 dor: (B)(6) 2020 (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.